Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced uncomfortable stimulation like sensation in his chest and upper extremities for the past week. The x-rays confirmed the leads migrated. The physician revised the lead. The patient reported receiving effective stimulation.